Event description:
It was reported that the patient's battery life display did not illuminate when the power indication light was pressed.

Manufacturer narrative:
Manufacture¿s investigation conclusion: there were incidental findings of the switch associated with initiating the leds on the battery fuel gauge in the battery printed circuit board (pcb) being damaged. The reported event of the patient's battery life display does not illuminate when the power indication light is pressed was confirmed via visual analysis and testing of the returned battery. The heartmate 14 volt lithium ion battery (serial number (B)(6)) was returned and evaluated at abbott. During the evaluation, the battery was functionally tested and passed all steps without issue; however, it was observed that when the battery fuel gage button was pressed, the led lights would intermittently turn on, confirming the reported event. The battery housing was cut open to evaluate the internal pcb components and the root cause of the reported event with the fuel gauge button was isolated to the switch associated with initiating the leds on the battery fuel gauge. The suspected switch was replaced with a known working switch and the new switch worked as intended. The new switch was pressed multiple times and the leds were activated every time with no extra force to be required. The root cause of the reported event was determined to be a compromised switch associated with initiating the leds on the battery fuel gauge; however, the root cause of the compromised component could not be conclusively determined through this analysis. Heartmate iii patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment, including the 14v battery clips and 14v batteries. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate iii lvad, including the 14v battery clips and 14v batteries. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The heartmate 14 volt lithium ion battery (serial number: (B)(6)) was accepted in storage location on (B)(6) 2022 and inspected. No further information was provided. The manufacturer is closing the file on this event.